Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that the device was explanted and replaced due to an unknown malfunction. Follow up is currently in process for additional information. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was explanted and replaced due to an unknown malfunction. It was further reported that the device was explanted and replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.